Manufacturer narrative:
The device involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the regular follow-up on 2022-10-26, the device data was reviewed and observed noise on the egm. Pacing inhibition due to oversensing was also observed on the holter ECG. Although the lead impedance did not change, the setting was changed to unipolar, and the sensitivity was set to higher value (less sensitivity), and follow-up was performed. The physician could not understand that there was noise in the a&v at the same time. The sales rep suggested that there was a possibility of insulation break due to abrasion between av leads, and the physician was convinced. Pm: reply 200 dr (B)(4), implanted on (B)(6) 2018; a: biotronik s45 (B)(4) and v: biotronik s53 (B)(4), implanted on (B)(6) 2010. Under confirming with the sales rep regarding the availability of patient files.

Manufacturer narrative:
The device involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During the regular follow-up on 2022-10-26, the device data was reviewed and observed noise on the egm. Pacing inhibition due to oversensing was also observed on the holter ECG. Although the lead impedance did not change, the setting was changed to unipolar, and the sensitivity was set to higher value (less sensitivity), and follow-up was performed. The physician could not understand that there was noise in the a&v at the same time. The sales rep suggested that there was a possibility of insulation break due to abrasion between av leads, and the physician was convinced. Pm: reply 200 dr ((B)(6)) implanted on (B)(6) 2018 a: biotronik s45 ((B)(6)) and v: biotronik s53 ((B)(6)) implanted on (B)(6) 2010 under confirming with the sales rep regarding the availability of patient files.